Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the keypad was torn, the ok button had an intermittent response and there was contamination found under the button contacts. The display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button had an intermittent response and contamination was found under the button contacts. It was also revealed that the display was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 08/27/015.